Manufacturer narrative:
No patient information was provided. No lot number was provided. Without the lot number it is not possible to provide the expiration date or manufacturer date. The initial reporter is a user facility. (B)(4). Warning: to reduce the risks associated with air embolism and incorrect routing of fluids: never infuse fluids if air bubbles are present in the fluid line ensure all luer connections are tightened. 3m received a user facility medwatch mw5068316 on march 21, 2017. In addition, subsequent to this date, 3m received a FDA letter on april 12, 2017 concerning the same user facility medwatch. It should be noted the date of the FDA letter was march 31, 2017. The FDA letter was requesting a follow-up on a patient concerning reported event of an embolism. Prior to the above medwatch mw5068316 and FDA letter, 3m had received and entered a complaint (B)(4) regarding a similar reported incident concerning an embolism with a similar occurrence date . This reported event stated the patient had an embolism and died. This event was reported to FDA under medwatch number 2110898-2017-00032. The health facility under this event indicated the pressure infusor had contributed to the reported event. 3m attempted to investigate and obtain additional information but the hospital was reluctant to provide additional details concerning this specific event and the report contained the information 3m received and was able to obtain. 3m made the assumption that the user facility medwatch mw5068316 and medwatch 2110898-2017-00032 ((B)(4)) were one and the same. However, 3m attempted to verify their assumption because the user facility medwatch mw5068316 did not include a facility contact or name of the reporter. (B)(6). In summary, due to FDA not being able to provide contact name or user facility name 3m is unable to provide status of patient nor able to investigate reported event as received under user facility report and FDA letter. In addition, since 3m cannot confirm this event is one and the same as that reported under medwatch 2110898-2017-00032, a new complaint was entered into the 3m complaint system on may 1, 2017 based on response from FDA and the reason for this report.

Event description:
A health care professional reported through the FDA voluntary reporting system that a 3m ranger¿ blood/fluid warming system standard flow was used during surgery. The health care professional alleged that the patient experienced an air embolism. Patient outcome was not reported. The incident occurred on (B)(6) 2016 and the reporter indicated the event occurred during surgery where allegedly "the bubble trap did not effectively expunge air; thereby causing an air embolism". An investigation was not possible for no contact information was received in the report and subsequent letter received by FDA. FDA was contacted in an attempt to obtain user facility name and contact information but this information could not be disclosed due to user facility request. The product bubble trap is not designed to expunge air. Product labeling includes the following warning in the (issued 2015-10) instructions for use: warning: to reduce the risks associated with air embolism and incorrect routing of fluids: never infuse fluids if air bubbles are present in the fluid line ensure all luer connections are tightened.